Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during an office visit. The patient is being scheduled for revision surgery. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.